Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 03/14/2018. Device returned to manufacturer? Yes. Device evaluation: the sample was returned to the manufacturer. Residues of ophthalmic viscoelastic devices (ovd) were observed on the lens surface. A scratch was observed on the optic zone. Since the lens was prepared and surgically inserted to the patient's eye, it could not be determined if the observed mark is related to the manufacturing process. Manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no other complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). Initial reporter phone number: (B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a mark on an aab00 23.5 diopter intraocular lens (iol) was noticed by the doctor after the lens was inserted into the eye. An incision enlargement was performed to extract the lens and another sensar 1-piece lens was implanted. The incision was then closed with a suture. Reportedly, there was no significant time added to the surgery. There was no vitrectomy performed. Also, there was no patient injury and the patient recovered with no impact. No additional information was provided.